Event description:
It was reported that the right ventricular (rv) lead was noted to have an insulation breach during a procedure. The lead tested normal prior to being connected, however after being connected capture was inconsistent and there were periods with no pacing. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the physician indicated a plasma blade being used to dissect the lead during the procedure melted the I nsulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the overlay tubing of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead passed all electrical testing. Visual analysis found the overlay tubing was breached from melting (extrinsic). Breach of the overlay tubing does not affect the performance of the lead. It does not have insulating properties. Concomitant: d274trk ICD implanted: 2009-(B)(6), 419488 lead implanted 2009-(B)(6). (B)(4).